Event description:
It was reported that the patient was on bivad centrimag for 3 months due to severe biventricular dysfunction. Heartmate (hm) 3 was implanted on the left and centrimag right ventricular assist device (rvad) was implanted on the right oxygenator. Clot was found on the superior and inferior vena cava that the surgeon was unable to remove surgically. The healthcare team hoped to ween the patient off the rvad and create a fontan picture of flow with the right ventricle providing passive flow to the pulmonary arteries. Additional information was received that the clot was thought to be found during procedure but the reporter was not certain. No diagnostic testing was used to support the finding and the patient exhibited no symptoms. The patient was treated with heparin. They did well and was weaned off the rvad and subsequently discharged home. Related MFR#: 2916596-2023-01373.

Manufacturer narrative:
Lot number of the centrimag blood pump was requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
D4: lot number of the centrimag blood pump was not provided. Manufacturer's investigation conclusion: a direct correlation between the centrimag device and the report of a clot on the superior and inferior vena cava could not be conclusively established through this evaluation. The centrimag pump was not returned for evaluation. The lot number or other identifying information of the product was not reported and was not able to be determined during the investigation. The centrimag blood pump instructions for use (IFU) lists venous thromboembolism and arterial non-cns thromboembolism as adverse events that may be associated with the centrimag circulatory support system under ¿adverse events¿. This IFU also provides the following warnings and cautions: IFU warning #7: it is intended that systemic anticoagulation be utilized while this device is in use. Anticoagulation levels should be determined by the physician based on risks and benefits to the patient. IFU warning #10: frequent patient and device monitoring is recommended. IFU warning #21: use of the pump for periods longer than 30 days may result in pump failure, reduced pumping capacity, excessive blood trauma, and/or degradation of blood contact materials (with possible particles passing through the cannulae to the patient), leaks, and increased potential for gaseous emboli. IFU caution #2: this device should only be used by persons thoroughly trained in extracorporeal circulation procedures. IFU caution #9: monitor carefully for any signs of occlusion throughout the circuit. IFU caution #15: always have a backup centrimag pump, console, motor, and accessories available for use. No further information was provided. The manufacturer is closing the file on this event.